Manufacturer narrative:
Unit had blank flashing white lcd with audio beeps due to cracked lcd controller. Unable to verify black display anomaly due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd. Unit had minor scratched display window, scratched case, damage (scratched) display window cover, fading serial number label, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a blank display. The customer¿s blood glucose level was 17.2 mmol/l. The customer states had a blank display spontaneously. The customer left the battery out of pump for 10 minutes. After complete reset, black display with a beep, unable to delete this error. Advised the insulin pump will be replaced. The insulin pump will be returned for analysis.